Event description:
Caller reported that the t:slim x2 pump battery would not charge despite troubleshooting with different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to return the problematic pump and a replacement pump with updated software was sent. Customer planned to use a backup insulin pump to ensure continuous insulin delivery and acknowledged training would be available.